Event description:
Customer reported that the 9800 system had darker images on the right monitor and the system would not save the images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The contrast was adjusted on the right monitor during the svc call. The system was tested, and found to be working as intended, and put back into svc.